Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked off retainer ring. The customer stated that the reservoir did not lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case reservoir tube window corner and broken belt clip slot. The test reservoir does not lock in place and unable to perform the displacement test due to the missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).